Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge o-ring was missing and the customer confirmed the o-ring was located on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.